Event description:
It was reported that the customer had experienced blood glucose levels as high as 400 mg/dl and as low as 52 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.